Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate (hm) 3 lvas, serial number (B)(4), could not be conclusively determined through this investigation. The account reported that the patient expired after care was withdrawn. Multiple requests were made for additional information regarding this event; however, no response was received. (B)(4) was not returned for evaluation. The hm3 lvas instructions for use list all adverse events that may be associated with the use of hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired after care was withdrawn. No further information was provided. No additional information will be provided.